Manufacturer narrative:
Sc-1110 (sn (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics

Event description:
It was reported that the patients ipg was non functional and the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.